Event description:
The customer reported that no sample was delivered to position g1 while pipetting a hepatitis b surface antigen plate. No alarm was generated by the summit sample handler. A field service engineer was dispatched and found a damaged disposable tip. The engineer replaced the tip clamp in position 1. No death or serious injury was assocaited with this event.